Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened dome switch on esc button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No rewind anomaly noted. Device passed self test, unexpected restart error test and all operating currents tested within the spec range. Device was monitored and tested with no failed batt test noted. Device received with cracked battery tube thread and cracked reservoir tube lip noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had received button error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had received button error and insulin pump rejected batteries. It was reported that he rewind took longer. The insulin pump will not be returned for analysis.